Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
It was reported the patient¿s first implantable neurostimulator (ins) was ¿killed in three months.¿ the reporter stated that after that they lasted 7-9 months. The reporter further stated they are not on as high of settings now as they were back then. It was noted the patient stated that rechargeable inss were not available back then. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3888-28, lot# l49784, implanted: (B)(6) 1998, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. (B)(4).